Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The device was weighed and met specifications. Brown biological tissue was noted on the shell of the device. A crease/fold of the shell was observed. Discoloration and wear abrasion were noted on the thinner surface of the shell. The events of lymphoma - alcl - suspected and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: 100 mls of fluid was aspirated, 80 ml of fluid had recollected, 100 ml fluid removed during surgery; immunocytochemistry supports a diagnosis of alk1 negative t-cell anaplastic large cell lymphoma/alcl (cd30 not reported/confirmed).

Event description:
Healthcare professional reported "swelling of the left breast." "100 mls of fluid was aspirated and histopathology was normal." "Fluid had recollected with 80mls aspirated and on this occasion the micro showed malignant white cells with a provisionary diagnosis made of alcl by the pathologist." Pathology report concluded the following: "left breast seroma fluid: malignant; the further immunocytochemistry supports a diagnosis of alk1 negative, tcell anaplastic large cell lymphoma/alcl." No cd30 results were provided. As the necessary pathological markers were not provided to confirm alcl, this case will be reported as lymphoma. Device was removed with capsulectomy.